Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system two patient samples. Patient a: the initial accu tni result was 0.77ng/ml and a result of 0.035ng/ml was generated from an auto-rerun of the sample. The original sample was re-tested and repeated result was 0.025ng/ml. Patient b: the initial accu tni result was 0.946ng/ml and a result of 0.141ng/ml was generated from an auto-rerun of the sample. The original sample was re-tested and repeated results were: 0.091ng/ml and 0.104ng/ml. The initial accu tni results were reported out of the lab for both patients and corrected reports were sent. There was no change in treatment reported for any of these patients.

Manufacturer narrative:
The specimens were collected in greiner lithium heparin plasma tubes and were centrifuged at 2,200 g for 10 minutes at 20 c. Qc is run twice daily. However, customer did not supply qc results. No result flags or event log error messages were generated with this event. A field service engineer (fse) was dispatched, but service notes were not supplied. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.